Event description:
It was reported via repair work order that the head end lift was inoperable and stuck at high height due to damaged motor coupler. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Supplemental submitted as the investigation concluded that the head end lift was inoperable and stuck at high height due to damaged motor coupler.

Event description:
It was reported via repair work order that the footend lift was stuck elevated due to a damaged lift tube screw. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.